Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test, replaced battery, had a blank display and also damage. The customer was assisted with flashing, white, or blank display. The customer stated that the display was blank during the call, and the customer was advised to remove the battery. Insert battery alarm was not displayed on the screen. The customer stated that the battery cap contacts were missing. The insulin pump was also cracked. Troubleshooting for damage was performed. The customer stated that they just noticed the damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.